Manufacturer narrative:
A sample was received for evaluation. Functional testing shows no problem found. The customer's complaint was not duplicated. The root cause for this event is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is "not working accurately". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.